Event description:
Boston scientific received information that during a routine follow-up, this left ventricular (lv) lead was not pacing as expected. The pacing impedance measurement was high. An x-ray was performed and the lead was confirmed to be dislodged. A lead revision was performed; however, the lead could not be successfully repositioned. The lv lead was explanted and the port of the device was plugged. The explanted lead was discarded. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.